Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture, 04/22/2015 to the present date 10/12/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure [out of specification] which does not correlate to the customer reported issue. (B)(4).

Event description:
It was reported that there was an unknown issue with the alaris syringe pump. There was no patient involvement.